Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that the sensor came off before seven days, on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the area was cleaned prior to sensor insertion. Patient's mother reported using over the counter (otc) hypafix tape and prescription probetasol for sensor insertion site preparation. Patient was prescribed probetasol for adhesive issues. Date of prescription and medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: make sure your skin is clean, clear of any cream or lotion, and completely dry before you insert the sensor.